Event description:
During priming of the oxygenerator circuit, the perfusionist noticed fluid leaking from the gas outlet. The unit was changed out prior to the start of the bypass procedure. Therefore, there was no patient involvement.